Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was unresponsive. When the "done" button is pressed while initiating a bolus, the pump display turns off and returns to the "home" screen, instead of the bolus menu. The customer's blood glucose (bg) level was 400 mg/dl and was addressed with a manual injection and bolus via the pump. Reportedly, the customer had manual injections available for alternate insulin therapy.